Event description:
Hcp reported infection, draining of gluteal wound and pain at site. The device was explanted and returned to the manufacturer for analysis. A follow-up report will be sent when additional information is received.